Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery in a right lung lobectomy, while resecting a portion of the lung, the stapler was only able to fire halfway that leads to an incomplete staple line incomplete in the central part. The stapler was not able to close properly on the tissue and only fired up halfway before making a snap sound. A new reload was used to complete the procedure. There was no patient injury.